Event description:
#Medwatcher #(B)(4). I began having pain during intercourse, cramping not associated with menstrual cycle, lower back pain and stabbing pain in the pelvic area. I also became severly fatigued. I then began to develop allergies to things I had not previously had any reaction to, getting hives and rashes. I then developed arthritis, hypothyroidism, vitamin d and b12 deficiencies. Also began having difficulty voiding both bladder and bowels. I will be having a hysterectomy, removing fallopian tubes and uterus on (B)(6) 2017.